Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the programmer failed its common mode/wrist electrode test and the electrocardiogram connector on the link electronic module (lem) board was found to be loose. It was further noted that the stylus was missing, the system fan was intermittently noisy and the hard drive was at 99% and its performance was at 75%. The programmer was to be scrapped due to the unavailability of a hard drive. (B)(4).

Event description:
The programmer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.